Manufacturer narrative:
The reported event of a swollen device was confirmed by analysis. Final analysis found the device's longevity, telemetry, impedance, sensing, pacing, and high voltage output functions to be normal. The cause of the swollen device was due to swollen battery.

Event description:
It was reported that the patient presented at the clinic for an implantable cardioverter defibrillator (ICD) replacement due to end of service. During the procedure, the ICD was found to be enlarged and swollen. The device was changed out as scheduled. There were no patient consequences.